Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient receiving morphine via an implanted pump. The dose and concentration were unknown by the patient. The patient did state that every time she had gone in, she had asked her doctor to ¿up it¿. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported that at her first refill after implant (¿like (B)(6)¿), she had a lot of fluid around her pump. The doctor took out over 100 cc of fluid from around the pump and sent it for testing. It came back that it was ¿nothing¿. Per the patient, it was probably just blood. It was clear pinkish fluid. The patient then wore a belt thing for several months and noticed she could ¿feel/poke¿ the pump and could tell it was moving. Her skin was pink from the pump moving and poking out. On (B)(6) 2018, there was a volume discrepancy at the pump refill visit. The doctor pul led out over 10 cc of residual medication (the expected amount was unknown). At about 5 months after implant ((B)(6) 2018), the patient noticed the pump was moving/flipping around and floating. Per the patient, if she bent over, "it almost does a full half". She was wearing a copper belt, but the pump still flipped, moved, and floated around. At the pump refill on (B)(6) 2018, there was a second volume discrepancy. The doctor again pulled out over 10 cc of residual medication (the expected amount was unknown). On (B)(6) 2018, the doctor couldn't get dye into the catheter. She hadn¿t been aware of the volume discrepancies until wednesday ((B)(6) 2018) when she went in for the catheter check to see if it was twisted. Per the patient, her pump wasn¿t delivering medication. On wednesday, when the doctor tried to check the catheter, he ¿couldn¿t even get into the catheter so...like the catheter wasn¿t attached at the top¿.....they tried to pull it in there and they were going to put dye in, but they couldn¿t even get the dye in¿. Per the patient, ¿something wasn¿t working because the doctor tried to pull fluid out of the pump but couldn¿t¿. At some point (the patient didn¿t know the date), she began experiencing a return of baseline lower back pain symptoms. The patient stated that her managing doctor would not prescribe her oral pain medications because she got a dui (driving while under the influence) over the winter after her car slid off the road. Additional information was received on (B)(6) 2018 from a healthcare professional via a company representative who reported that during the dye study there was difficulty aspirating from the catheter. The pump was not flipped. The physician was not able to aspirate any fluid from the catheter. The cause was currently unknown. Catheter exploration was scheduled for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from a consumer via a device manufacturer representative indicated that a catheter revision was done on (B)(6) 2018. It was reported that during the revision the pump was found to be "mobile" and shifting around. The pocket was opened and fluid was found around the pump we they though was morphine from the pump. It was noted that the pump segment of the catheter was a mess and kinked due to the moving pump. It was reported that the catheter was broken off right after the pump connector. The spinal segment of the catheter was cut below the collet portion. The caller reported they saw cerebrospinal fluid (csf) flow so an 8781 pump revision kit was used to revise the pump portion of the catheter. Everything was hooked up to the original pump and the catheter access port was aspirated with no issues. The dose was lowered because they figured the patient may be naïve to the drug at this time. The account didn¿t see a need to return broken catheter and threw it away. No further complications have been reported.